Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The biomedical engineer evaluated the device and was unable to duplicate the reported issue. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently has a completely white display. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device intermittently has a completely white display. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue of the device booting up to a white display; however physio did not observe a lock-up condition. Physio replaced the device's display, backlight inverter, and color assembly cable, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed display, backlight inverter, and color assembly cable and was unable to duplicate the reported issue while testing these parts. A further root cause for the reported issue could not be determined.